Event description:
Customer reported unexpected negative antibody screen reactions with capture-r ready-screen when testing a pt sample on the rosys plato. The pt has a history of anti-k. Manual testing by the tube method using peg as a potentiator resulted in positive reactions.

Manufacturer narrative:
The presence of the k antigen was confirmed on retention capture-r ready-screen, lot x193. The customer did not return product or sample for investigation. It is not possible to rule out the sample as a cause of the event.